Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was having an impella rp implant and there was an issue with the sheath. The initial sheath kinked so they used a second sheath while maintaining pack pressure on the wire to insert the second peel away. Additionally, the patient had an ooze at the access site and there was unknown intervention performed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the delivery issues and the access site bleeding ¿ major issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was most likely use related, precloses were cinched and manual pressure was held to obtain hemostasis as per the clinical description provided. The root cause of the delivery issue was most likely patient condition related, due to patient body habitus, the initial sheath kinked as per the clinical description provided.